Manufacturer narrative:
The unique device identifier is unavailable because the serial number was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23207. It was reported that during a trial procedure on (B)(6) 2020, the leads could not be advanced into the epidural space due to patient anatomy. As a result, the trial procedure was abandoned.